Manufacturer narrative:
No patient involvement. Device is an instrument and is not implanted/explanted. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle broke off the tap for the lag screw. There was no patient consequence.

Manufacturer narrative:
Patient information not available for reporting. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Date reported in initial report was 1/12/2018. Correct date reported should have been 1/11/2018 initial reporter is synthes sales consultant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed. P/n 357.430, and lot number pe01312. Manufactured by supplier: (B)(4), manufacture date: 28-sept- 2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The returned 6+ year old tap/reamer was returned with the handle detached from the shaft. Therefore, this complaint is confirmed. Details on whether this occurred intraoperatively or noticed preoperatively were not provided. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. The returned instrument is used during the screw option of trochanteric fixation nail (tfn) implantations.the returned device is multi use and is used for tapping the femur prior to inserting the helical screw. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. The subject part (lot # pe01312) was manufactured using drawing. Since the time the returned part was manufactured a change has been made in order to ensure that tap/reamer handle material conforms to torque specification (10nm). The current drawing revision which added additional etch specifications and is not relevant to this complaint. Drawing was reviewed and determined to not be adequate for proper manufacturing. However, the drawing implemented a change to ensure that the tap/ reamer handle material is manufactured to withstand a torque of 10nm after being welded, and to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. A dimensional inspection was not performed at cq due to the aforementioned design change. Based on the investigation findings, it has been determined that no further corrective and/or preventative action is proposed because the design has already been updated. Corrected data: date returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted a patient was involved; it was during the case that the handle was broken. The surgeon decided that he didn¿t need to tap and continued with insertion of the lag screw.

Manufacturer narrative:
Additional narrative: event, lot and UDI number, device MFR date. Corrected data: device available for evaluation? Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.